Manufacturer narrative:
H2: additional information added to b5. E1 updated. Vendor analysis of the camera (product: 9735821r, lot: p902093) confirmed the initial fault description, and it was isolated to a faulted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred preoperatively during patient registration before an incision was made. There was a delay of 5-10 minutes due to the reported issue before the surgeon aborted the use of the navigation system.

Event description:
Medtronic received information regarding a navigation system being used during a craniotomy for abscess procedure. It was reported that during a case, the system was reporting a "localizer disconnected." The manufacturer representative (rep) tried assisting the site over the phone but was unable to resolve the issue. The rep went to the site, and then called technical services (ts). Ts walked the rep through the network device interface (ndi) toolbox, where they found the bump error. The rep took a photo of ndi toolbox page and had to leave before ts could confirm any other errors present. Storage temperature exceeded error also appeared. There was no impact to patient's outcome, and it was noted the case was completed without navigation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI #: (B)(4); h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H3: the camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent low illuminator current. The psu failed an accuracy test (aak) at 0.684mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.